Event description:
Additional information received from the patient reported that they were reprogrammed and it was effective for 4 days. Then the incontinence resumed. They had been changing amplitude. It was noted that they had therapy twice a week for about 3 weeks. It was also noted that therapy was completed and they were discharged.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy. The patient reported that she thought the therapy was helping her for the first day, but since then she had been experiencing leaking. The patient reported that she was feeling stimulation. The patient also reported that on the day after implant she felt stimulation in her urethra, but now she was feeling stinging in the buttocks. The patient reported that she tried increasing stimulation on program 1 to 0.9v and it was too strong and zapped her. The patient reported that she backed it down for a couple days and now has been able to increase it to 1.4v. The patient also reported that she was still having leaking however and could not go any higher since it became uncomfortable. The patient reported that she had a bad shoulder and her ins is on her left side. The patient reported that she had trouble reaching it so she puts the antenna in her underwear. Using the patient programmer, the patient was able to change programs and stimulation. Stimulation was changed to program 2 at 0.6v and was feeling stimulation in the bike seat area. The patient reported that they have an appointment with their healthcare professional on (B)(6) 2016. No outcomes were reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.